Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lithotriptor exhibited the shockpulse had communication issues with the probe, an image that turns red without an error message. The issue occurred during a percutaneous nephrolithotomy surgery, and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation it was found there was no power output due to failure of the power board. Based on the results of the investigation, olympus confirmed the reported event was due to the transducer receptacle being broken, however, the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.